Event description:
It was reported that the fidelis lead was fractured and oversensing. The oversensing inhibited pacing and the patient's heart rate dropped to the low 30's. The patient was pacemaker dependant, was intubated, and in the intensive care unit. They were able to reprogram the device to a rate of 80. Review of public database revealed the patient expired on (B) (6) 2010. The physician reported the patient's status had been made a do not resuscitate and the lead was not replaced. The physician further reported the cause of death was sepsis and bilateral pneumonia and not related to the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.